Event description:
It was reported that the patient had a replacement on (B)(6) 2015 due to the implantable neurostimulator (ins) draining very quickly. The ins had not lasted very long. The patient had 2 programs and both were at 4.5v. The patient had not had any unusual symptoms. It was unknown when the device had reached elective replacement indicator (eri) but it had displayed eri right before surgery on (B)(6) 2015. The device life was at 2.54v. The patient had been in continuous mode.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0bde5, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va09evp, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).